Event description:
The customer was admitted into the hosp for high bgs. It was stated that the pump continuously had a no delivery alarm. The dr indicated that it was a combination of reasons for customer's hospitalization. It was indicated that the customer has several other medical issues. The customer did not feel good to perform any troubleshooting.